Event description:
A patient noticed their transfer set was leaking during drainage. Transfer set was in place 105 days. Sample is available. The home patient was treated with antibiotics prophylactically.